Manufacturer narrative:
On 9/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implant 375 cc, catalog number 3543757, lot number 208464. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 375 cc and experienced bilateral rupture and bilateral capsular contracture baker grade ii. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate plus profile 350 cc, catalog number 3502350, serial (B)(4), lot number 7487617 for the left side and saline mentor smooth round moderate plus profile 350 cc, catalog number 3502350, serial (B)(4), lot number 7440278 for the right side on (B)(6) 2018. This report is for the left breast implant.